Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('tubes removed') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headaches"). The patient was treated with butalbital;caffeine;paracetamol (fioricet), topiramate and surgery (tubes removed). Essure was removed. At the time of the report, the medical device removal and headache outcome was unknown. The reporter considered headache and medical device removal to be related to essure. Concerning the injuries reported in this case, the following one/ones were reported via social media: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received: new event "tubes were removed" added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.